Event description:
Patient reported to have underwent a chin filler procedure with juvéderm® volux¿ and juvéderm® volift¿ with lidocaine applied horizontally below the lips. Three to four days post-treatment, patient experienced very intense pain around the gum, teeth, and jaw area, and had difficulty speaking. The pain reached around the cords [sic] of the neck. This in turn resulted in malaise, body aches, and nausea, especially during the evening hours. Approximately 15 days after these symptoms appeared, surgeon administered hyaluronidase to dissolve the juvéderm® volift¿ with lidocaine, resulting in an improvement and reduction in symptoms. However, the patient had since noticed slight pain and discomfort associated with the juvéderm® volux¿. Patient described a sensation of a foreign body, akin to chalk, parallel to the area under lips, creating excessive muscle pressure. Symptom is ongoing. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious injury with juvéderm® volift¿ with lidocaine injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b7, d6b, g2, h8.

Event description:
Additionally, healthcare professional reported patient was injected with 0.5ml of voluma on each cheekbone, 1ml on the marionette lines, 1ml on the chin with volux and another 1ml on the lower jaw with volux. There was no issues in the cheeks. Patient reported pain in chin area. Patient was advised to massage the area but insisted it hurts. Patient was treated with 2 times hyaluronidase. Symptom is ongoing.

Event description:
Additionally, patient reported "pain in the chin area" and was advised to massage the area. After the 2nd hyaluronidase patient "informed symptoms of pain and 3 weeks after complains about pain in a different treated area", 'the intense pain and swelling in the chin area returned," with "articulating due to intense numbness." They were informed that the pain might be temporary and due to irritation. They "felt very unwell due to the effects of the hyaluronidase." There was "numbness in the chin area and loss of sensation in the region". It was also noted small pockets of hyaluronic acid. Patient proceed with a third injection of hyaluronidase and was prescribed cortisone. Test was performed with results noting "mononuclear white blood cells were elevated compared to reference values." Ultrasound performed noting "hyaluronic acid appears as a region hypoechoic density within the pre-delimiting level above the mental mass, with variable morphology on the sides." Patient was prescribed antibiotic augmentin. Doppler ultrasound of the soft tissues in the lower jaw performed on noted "small pockets of hyaluronic acid, suggesting that most of the material had likely diffused over a larger surface area."

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d4, h6.